Manufacturer narrative:
The stent was discarded by the surgical facility and is not available for eval. The device history records were reviewed and there were no issues identified that relate to the reported event. Hyphema and iop elevation are listed in the device labeling as known inherent risks of glaucoma stent surgery. (B)(4).

Event description:
The surgeon reported attempting to implant the istent in the pt's right eye, but was not successful due to hemorrhage. Additional info was later provided by the surgeon indicating that postoperatively, the pt presented with persistent hyphema with iop elevation. The surgeon performed an anterior chamber washout and the pt is now improving.